Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not connect with the g5 application. Dexcom representative advised patient to use the smart device's bluetooth settings to forget all bluetooth devices, close all applications, and reset the smart device. No additional patient or event information is available.